Manufacturer narrative:
Unit was received and evaluated. Upon visual inspection of the device, one of the quick-release buckles of the bed connecting strap has failed because one of the prongs has broken off. The broken off prong was not returned for investigation. The broken prong is located in an area of the prong where the flexing occurs when engaging or disengaging the male and female components. Inspecting the broken area, there are no voids observed suggesting material or processing issues. The failure appeared to be inward indicating excessive force was applied. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assess, documented and acted upon as warranted. (B)(4).

Event description:
Patient broke one of the wrist cuffs. Provided photo shows that part of the qr buckle had broken off. Troubleshooting guide entered, no gtin number provided.